Event description:
The doctor reports that the dental implants located in dental position number #15 #16 & #17 failed due to peri-implantitis. The doctor reports in the per that the procedure was not concluded by placing another implants. Bone type: unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided. D10: concomitant medical product and therapy dates: cm3110, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length, lot number: k142082; tsv4h10, imp,tsv,4.1mm,dual sel,ha, lot number: 1256698 e1: reporter phone: (B)(6). G4: premarket identification: k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.